Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and alleged for difference between blood and sensor glucose values, received sensor updating alert, also observed sensor probe was kinked at base. The customer reported blood glucose value of 46 mg/dl. The customer was treated with carbs. The event involved products mmt-1884l, 78893-01, unk_reservoir and unomedical. Troubleshooting was partially performed for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. /t for difference between glucose values. The customer blood glucose was 90 mg/dl and sensor glucose value was 46 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 44 mg/dl and it was within acceptable range. Troubleshooting was performed for sensor updating and observed the sensor glucose reading resumed. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for 78893-01. No product return is required for unk_reservoir. No product return is required for unomedical.